Event description:
The customer reported the device touchscreen was out of calibration. The device was returned to the biomedical department with a note stated, need to recalibrate touchscreen. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During the testing at the user facility, the device touchscreen was out of calibration. Though requested, no additional information was provided.

Manufacturer narrative:
A field service engineer performed testing at the user facility. During testing, the device touchscreen was found to be out of calibration. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.